Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose (bg) levels ranged between 159-240 mg/dl. A bolus was delivered addressing bg level. Supply changes were performed and the occlusion alarms continued. During a follow-up, it was confirmed the customer successfully resumed insulin deliveries.